Event description:
The surgeon reports an attempted implantation of an li61aor intraocular lens. Upon insertion of the li61aor intraocular lens, the surgeon noticed the haptic was kinked. The incision was enlarged to remove and replaced the iol. Sutures were used as a standard procedure/protocol. The pt also had vitreous loss and a vitrectomy had to be performed. The pt was reported to be doing fine.

Manufacturer narrative:
The lens has been returned to b+l in two pieces and was visually examined. Visual inspection revealed that the optic is cut or torn in half with both haptics bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.